Manufacturer narrative:
Event date: (B)(6) 2009. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a renal stenting procedure, the stent dislodged. The physician did a curve to the express stent and attempted to advance the stent to the renal target lesion but met resistance and could not cross the lesion. Upon withdrawal, difficulty was encountered and the stent touched the "intro guide" and dislodged in the iliac. The stent embolized to the left iliac vessel. A decision was made not to remove the stent because the patient was scheduled for a bypass surgery. The procedure was completed with angioplasty. No further patient complications were reported and the patient status is stable. Per the physician, the relationship of the event to the stent was listed as related.